Event description:
The customer contact reported slow flow. The soluset tubing set was being used to deliver an unspecified concentration of ampicillin. The soluset tubing set was connected to the clave y-site of the primary tubing set. The customer contact indicated that after the soluset tubing set was successfully primed, the flow could not be adjusted to a faster rate. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.